Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) signal on the ilet display only, and the agent guided the user through the sensor re-pairing process with instruction to allow time for reconnection. No adverse clinical symptoms reported. Outcomes included no change in clinical status and no need for medical intervention. User support included troubleshooting and user education regarding cgm-to-ilet connectivity and pairing procedures. Investigation of this case revealed a cgm communication interruption isolated to the ilet interface, consistent with intermittent wireless connectivity, with device hardware otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption resolved through standard re-pairing guidance.